Manufacturer narrative:
The lot number of suspected device cannot be identified.f ollowing products were implanted: product ID: 5440030, lot number: h5244536, quantity: 3; product ID: 5440030, lot number: h5236897, quantity: 1; product ID: 5440030, lot number: h5248052, quantity: 1. (B)(4)(threads sheared). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: low back pain and intervertebral disc disorders with radiculopathy, lumbar region it was reported that on (B)(6) 2016, patient underwent transforaminal lumbar interbody fusion at l3-4. Intra-op, during provisional tightening of set screws surgeon noticed fragments of the set screw shearing off into the patient. He indicated that the set screw was not cross-threaded. He completed provisional tightening and removed fragments from the patient and used the same set screws for final tightening. No fragments produced at final tightening. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.